Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 498 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, dizziness, vomiting and nausea. In addition when removed from the infusion site (arm), the pod's cannula was found bent. Once at the hospital the patient was treated with intravenous fluids of insulin. The patient was admitted to the hospital and the following day the patient applied a new pod. The patients reported blood glucose after applying a new pod in the hospital was 240 mg/dl. The patient was released from the hospital after 1 night. The patients pod will no be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.